Manufacturer narrative:
No backlight display due to electrical panel shorted to lcd metal frame. Unit had minor scratched display window and cracked display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have received a backlight anomaly. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer states backlight still did not work. Customer was advised that insulin pump would need to be replaced. No further information provided.